Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Corail stem, cup and liner all removed as the stem had subsided into a varus position. Upon opening the hip, surgeon also mentioned that he didn't feel the locking mechanism between the liner and the cup was intact.

Manufacturer narrative:
Examination of the returned devices confirms disassociation of the acetabular cup and liner in vivo. Visually, mating damage found suggests the liner disassociated and allowed the femoral head to contact and articulate with the acetabular cup. There are machining lines visible on the articulating surface that would not be so obviously present had the femoral head been centrally loading the liner. It is suspected the acetabular cup was positioned more vertically than recommended by the surgical technique. Patient x-rays were not provided and positioning cannot be definitively commented upon. Review of device history records finds no related manufacturing deviations or anomalies that would have contributed to the reported event. No other reports were found against the remaining product and lot code combinations. Product problem has not been identified. The investigation can draw no further conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Monitor via (B)(4). Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint remains under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed.